Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: b5, d8, h2, h4 h6 and h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h8 and h6. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction non function lamp light (used for 500 hours) could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had light not working lamp 500 hrs completed. The event occurred during inspection for use. There were no reports of patient involvement.